Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the pump was returned with all sound settings set to "high" except that the normal bolus was set to "vibrate". No sound was audible at power up alert or when the piezo was activated. There was a cracked solder connection inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.